Event description:
It was reported that during a non-conditional magnetic resonance imaging procedure the cardiac resynchronization therapy pacemaker (crt-p) appeared to show a pause in the pacing. They looked the patient shaking. The patient is in atrial fibrillation and 100% bi ventricularly paced. Recommendations for a rescan were delivered. The crt-p remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.